Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the needle from the device came off. The needle lodged in tissue and could not be retrieved. The physician determined it would cause significant trauma to the patient if it was tried to be removed.